Manufacturer narrative:
On 12/6/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample it was noticed a tear in the posterior view, measuring approximately 2.0 cm.microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: (right) 290cc mentor smooth round high profile saline catalog: 3503290, lot: 5748446. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 290cc mentor smooth round high profile saline breast prostheses, suffered left side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 450cc mentor memorygel breast implant catalog: 3504504bc, lot: 7720298, sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3504504bc, lot: 7708650, sn: (B)(4).